Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, an "overspeed" error was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint has been confirmed. During laboratory analysis, the product surveillance technician (pst) observed the ground pin of the digital encoder cable to be disengaged from the connector resulting in overspeed. The locking tab was also observed to be flattened preventing a proper connection to p8 of the application board causing intermittent overspeed messages. Reinsertion of the ground pin into the connector and reconnection to p8 of the application board enabled the pump to function properly. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.